Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1035261, medical device expiration date: 2024-01-31, device manufacture date: 2021-02-04. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter there was leakage at the connection site. The following information was provided by the initial reporter. The customer stated: "the catheter is leaking at the connection."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/1/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit. Upon inspection of the received unit, it was found that there was damage to the inner wall of the catheter adapter near the luer. The unit was then tested for leakage. Although no leakage was observed, the observed damage to the adapter is known to result in leakage. The reported defect was confirmed and determined to most likely be related to the manufacturing process. Damage to the luer may occur due to misalignment between the adapter and manufacturing equipment resulting in excess force to the wall of the adapter. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd insyte¿ autoguard¿ bc shielded IV catheter there was leakage at the connection site. The following information was provided by the initial reporter. The customer stated: "the catheter is leaking at the connection."